Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. The review of system log files showed no function from the system. Upon troubleshooting, the fse identified defective power supply in the m-cabinet. The supplier's part analysis conclusively determined the cause of power supply unit failure was due to power supply defect, could not turn on. To resolve the issue, the fse replaced the power supply unit and verified the power supply output, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.